Event description:
It was reported that there was possibly an allergic reaction. The patient¿s health care professional (hcp) reported that the patient had a very red incision after pump change, ¿so they were exploring¿. It was noted that there was no pus, and the gram stain was negative. It was reported that it might be allergic response; the patient is very sensitive to materials. At the patient¿s pump replacement procedure, they took medication from the old pump and put it in the new pump. The pump was used to infuse an unknown drug. It was later reported that the pump was used to infuse a pain medication, the specific type was not known at the time of report. It was noted that it was unknown what other medication the patient was taking at the time of the event. The manufacturer¿s representative reported that it ¿sounds like he had some issues with allergy to medical glue used¿. It was unknown whether the allergic reaction resolved. It was reported that the pump is working great. It was later reported that the patient still had allergic symptoms of redness and swelling to the pump pocket at the time of report. The patient is possibly allergic to the implantable system. Additional information received reported the patient continued to have problems with the pump incision healing. It was not closed and was discharging fluid. It was negative for infection. The hcp was still questioning if it was an allergy despite the patient having a previous pump. It was noted the patient had another procedure, unrelated to the pump, performed where they used adhesive glue on the incision site. The patient had the same incision issue with that incision site so the hcp thought the patient may have some sort of allergy or sensitivity to the adhesive. The hcp planned to open the pocket again and clean it out then close it without using adhesive. The also planned on testing the patient for allergies. Antibiotic were given to the patient. The hcp went back in to remove the pump and found that all the sutures that the pump had been tied with had come undone. The hcp decided not to remove the pump because the cause of the incision site not healing was due to the pump coming loose and was sitting against the incision. The hcp irrigated the pocket and tied the pump down using different sutures. The hcp decided to keep the patient in the hospital to monitor the would healing. The patient was doing well at the time of this report and the would seemed to be healing without issue.

Event description:
It was later reported that the patient did not have a fever during the event.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. Product ID 8578, serial# (B)(4), implanted: 2014-(B)(6), product type accessory. (B)(4)

Manufacturer narrative:
(B)(4)